Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic after 2 days of post-implant procedure due to an oversensing issue. The oversensing was able reproducible with deep breathing test. Programming changes were made and the oversensing was reduced.